Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "despite the use of sonic irrigator, there is residue left on the device." There was no pt involvement associated with this report.